Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the deep chip in the distal end and no image, the cause was due to problems that occur when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. The most probable cause of the complaint was traced to a component failure without any design or manufacturing issue. The date of the event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited a deep chip in the distal end and no image. There was no patient involvement.